Event description:
The company was informed that the pt reported swelling at the implant site. Surgery to clean the implant site was performed. The pt was treated with antibiotics for 50 days (type unk). The pt is being monitored; once more info is available, a supplemental report will be submitted.